Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (response buttons cover had come off) has been confirmed. Upon eval, it was discovered that the rear response button is nonfunctional. The root cause of the nonfunctional rear response button cannot be positively determined. No adverse event resulted from the defective response button.

Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that one of the response button covers had come off of the monitor. The patient was provided with a replacement monitor.